Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event involved a plum 360 infusion pump. It was reported that the pump flow rate was out of range, usually ends up in the 190 and the total volume is 23 to 24 milliliter. The end user performed the delivery accuracy test multiple times and on average, the flow rate was ~204 ml/hr and the volume measured ~20.4 ml. The incident occurred during preventative maintenance and the customer stated that the issue was not related to physical damage/abuse. There was no patient involved and no harm reported. The customer called back the next day and stated that as of (B)(6) 2022, they performed the delivery accuracy test multiple times and on average, the flow rate was ~204 ml/hr and the volume measured ~20.4 ml. Prior to the original reported issue, the pump passed every other test for the pm/pvt (preventative maintenance/performance verification testing, but the delivery accuracy test. The information in the logs pertained only to common error messages or error messages that were intentionally made to occur (i.e. Using a cassette to trigger the prox/distal air-in-line). When the reported issue was occurring, no errors where logged, but only a message of a completed delivery, ¿line avbti completed.¿ the customer also mentioned that this pump doesn¿t need to be recalibrated. The customer is keeping the pump at this time to continue to test it to confirm if the issue no longer is present.